Event description:
Customer states via phone during a simulation exam on a (B)(6) male with leiomyosarcoma and extravasation occurred. Add'l patient and exam details are unknown. Site reports the patient is fine and has not required add'l treatment.

Manufacturer narrative:
Customers clinical operations manager, called to request applications training on this system. They had an extravasation and are needing to make sure everyone was properly trained. No service was requested. A complaint database review shows no similar issue reported on this unit.